Event description:
The lesion was pre-dilated with a balloon with good result. A pixel stent delivery system (sds) was placed into the lesion without any incident. When trying to inflate the device, the device could not be pressurized. It was noted that contrast fluid was coming out of the distal sds. While pulling the system back, the stent became lost in the middle section of the rca. The stent was not inflated, so an attempt was made to remove the stent by putting a balloon through the stent and inflating it (distal of the stent) and pulling back the system. This attempt was unsuccessful; therefore, the stent was inflated where it was located (at an unintended site).